Event description:
Procedure: unknown. Reportedly, the outer silicone layer of the balloon peeled off the balloon with pieces falling into the patient surgical cavity. The pieces were removed without difficulty. No patient injury reported.